Event description:
This pt developed endophthalmitis following surgery and rec'd intravitreal injections for treatment. The pt has not been seen back in the office since the initial diagnosis. The cause for the endophthalmitis has not been determined. This device was used for the procedure. This report is being made for info purposes only.